Event description:
A home patient (hp) reported to baxter a system error (se) 2240 that occurred on the homechoice during dwell 2 of 4. The hp stated the supply bag was empty. The technical service representative (tsr) explained the se 2240 indicates air entered the set up. The tsr further assisted the hp to cycle power to clear the alarm. The hp confirmed to continue therapy with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2/4 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).